Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4). It was reported that on (B)(6) 2022, a 29mm sjm tailor annuloplasty ring was implanted. On (B)(6) 2022, a transthoracic echocardiogram (tte) showed pericardial effusion with sign of compression (17mm opposite of the right ventricle with incipient notching) prompting pericardial drainage. The pericardial effusion did not lead to cardiac tamponade and the patient was put on anti-thrombotic regimen. The patient is stable.

Manufacturer narrative:
An event of pericardial effusion with sign of compression was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.